Event description:
The patient underwent an uneventful percutaneous tracheostomy tube placement using the perc8 shiley that is supplied in the ciaglia blue rhino percutaneous tracheostomy introducer sets and trays. Less than 24 hours later, the pt became hypoxic with persistent cuff leak, requiring emergent endotracheal intubation and removal of the defective tracheostomy tube and replacement of the tube with a new one. Upon examining the defective tube, a defect in the cuff was identified.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.